Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the existing cardiac resynchronization therapy defibrillator (crt-d) triggered an alert for out of range shock impedances on this right ventricular (rv) lead. The alert triggered as the values were 125 ohms. Boston scientific technical services recommended that the patient continue monitoring. At this time, the products remain in service. There have been no adverse patient effects.

Event description:
Additional information was received which indicated the shock impedances have increased and are still out of range at greater than 125 ohms. The patient is still being monitored and the products remain in service. No adverse patient effects were reported.